Manufacturer narrative:
Device component code relates to device problem code for the evaluation findings of snare loop detached. Investigation results: visual evaluation of the returned device found that one side of the loop was detached from the cannula. The device was inspected under x-ray magnification. Functional analysis could not be performed due to the condition of the returned device. The reported complaint was confirmed. The most probable root cause of this complaint is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was opened for use during a procedure performed on (B)(6) 2017. According to the complainant, during preparation, the wire inside the handle was broken. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. This event has been deemed a reportable event based on the investigation results; snare loop detached.